Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred 5 times with 5 separate lots. The following information was provided by the initial reporter. The customer stated: they have been receiving lots of bd tubes of serum which after centrifugation are left with a layer of cells on top of the serum. Apart from the time the team is losing removing this layer of cells, they are also concerned that it will impact the results.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2022-12-06. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified, return samples, and photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring. This event occurred 5 times with 5 separate lots. The following information was provided by the initial reporter. The customer stated: they have been receiving lots of bd tubes of serum which after centrifugation are left with a layer of cells on top of the serum. Apart from the time the team is losing removing this layer of cells, they are also concerned that it will impact the results.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2150794, medical device expiration date: 2023-11-30, device manufacture date: 2022-05-30. Medical device lot #: 2171047, medical device expiration date: 2023-12-31, device manufacture date:2022-06-20. Medical device lot #: 2145913, medical device expiration date: 2023-11-30, device manufacture date: 2022-05-25. Medical device lot #: 2153806, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-02. Medical device lot #: 2199883, medical device expiration date: 2024-01-31, device manufacture date: 2022-07-18. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.